Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported the system was displaying a "bad iris pot". No pt injury was reported.